Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided the pressure on the units were out of specification and the water temperature was out of specification. Additionally, stress marks were observed on several connectors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the user hit the connector with something hard or stress to the connector toward loosening direction was accumulated, which made the connector deteriorated over time, leading to damage of the connector. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning]. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor's connecting tube broke off. The issue occurred during reprocessing. There were no reports of patient harm.this report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.